Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned for analysis, evaluation revealed multiple fractures near the hex tip of the device this device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a fractured proximal femur procedure utilizing the affixus nail, while the surgeon attempted to insert the set screw, the tip of the screwdriver fractured. No reported patient harm as a result of the malfunction.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a trauma procedure, while the surgeon attempted to insert the set screw, the tip of the screwdriver fractured. No further information is available at this time.